Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report. It was clarified that the customer's blood glucose was 111mg/dl and not 11mg/dl as mentioned in the initial report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 11 mg/dl while her sensor glucose was 65 mg/dl. The patient stated that her insulin pump sensitivity needed to be adjusted. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.